Event description:
It was reported that the implantable pulse generator (ipg) managed ventricular pacing therapy induced ventricular tachycardia. The ipg was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.